Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder to close a patent foramen ovale. Following the procedure, the patient presented with a pericardial effusion which was drained. The patient remained in the hospital overnight and is in stable condition. It is unclear if the effusion was caused by the guidewire or the septal occluder.